Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked display window corner, reservoir tube lip and a minor scratch on the display window.

Event description:
Customer reported receiving a no delivery alarm and a bent cannula. No further information reported.